Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the plastic chipped off when reservoir was changed. The customer's blood glucose level was unknown at the time of the incident. The insulin pump rejected new batteries and had random no delivery alarms. It was reported that the rewind took longer and the backlight was not as bright. The insulin pump had small crack on corner of the screen and also by the battery case. The device will not be returned for analysis.